Event description:
It was reported that during an intravenous immunoglobulin infusion with clearlink system solution set the pump alarmed for upstream occlusion; however, there was no true upstream occlusion happening. The issue was not resolved when the tubing was changed and there were no obvious defects to any of the tubing used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Clinical safety coordinator, product quality & safety. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.